Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor would not power on. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (monitor does not power up) was confirmed. Upon receipt the monitor displayed cap voltage faults in it's flag files. Upon eval, the sd card, j101 connector and tabletop board were corroded. There were also signs of water damage on the monitor's printed circuit boards. The cause of the corrosion was contamination. The cause of the contamination was ingress of an unk liquid. The root cause of the liquid ingress was unable to be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.